Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the balloon and markerbands observed that the balloon was not folded indicating the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was then attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath to help soften the media before further inflation attempts were made. The device was then removed from the bath and the balloon was again attached to an inflation device and positive pressure was applied; however, the balloon still could not be inflated. A microscopic examination observed a balloon pinhole located approximately 6mm distal of the proximal balloon bond. An examination of the balloon material and markerbands noted no issues. Visual and tactile examination of the shaft noted a kink on the shaft of the device at the distal edge of the strain relief. Visual and microscopic examination of the tip and blades observed no damage. All blades were present and fully bonded to the balloon surface. No other issues were identified.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a stent graft of the right superficial femoral artery. A 6.00mm/2.0cm/90cm otw peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a stent graft of the right superficial femoral artery. A 6.00 mm / 2.0 cm / 90 cm otw peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications were reported.